Event description:
Journal article received:functional outcome after antegrade femoral nailing: a comparison of trochanteric fossa versus tip of greater trochanter entry point. Chloe ansari moein, md,henk-jan ten duis, md, phd, liam oey, md, phd,gerard de kort, md, wout van der meulen, md,s karin vermeulen, phdk, and christiaan van der werken, md, phd.j orthop trauma 2011;25:196¿201. A retrospective clinical study on the relationship between entry point-related soft tissue damage in antegrade femoral nailing and the functional outcome in patients with a proximal third femoral shaft fracture. The study include seventeen male patients with a high femoral shaft fracture treated with an antegrade femoral nail. The problem that occurred for the patients (in both groups) during prolonged walking always included muscle weakness and subsequent reduced endurance in the operated leg with additional limping. All patients in both groups had a hip range of motion equal to the opposite side. A male patient age (B)(6) who had an unreamed femoral nail procedure had a positive trendelenburg sign and an abnormal emg with evidence of acute injury to the superior gluteal nerve after the operation followed by reinnervation. This is report number 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Article citation : april 2011. This report is for an unknown nail. Device implant date is unknown and device was not reported to be explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.